Event description:
It was reported to manufacturer that the vns patient was seen by the treating physician as she stopped feeling stimulation of the device overnight. The patient was seen the previous day by the physician where a normal mode diagnostic test was performed and revealed normal device function. The patient came into the office the following day. After no longer feeling stimulation, and a normal mode diagnostic test was once again performed which revealed high lead impedance. There was no report of patient manipulation or trauma. The physician programmed the device off, and sent the patient for chest and neck x-rays. X-rays were taken and sent to manufacturer for review. Review of x-rays revealed no obvious lead discontinuities, and due to the angle and image quality of the x-rays, the lead pin insertion in the generator could not be adequately assessed. The patient has been referred to a surgeon where surgery is likely to occur to explore the cause of the high lead impedance.

Manufacturer narrative:
Results: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.